Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a clogged insufflation channel of the nozzle. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the colonovideoscope's nozzle was clogged with a dark rubbery foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the nozzle of the device, but the type of the material or definitive root cause cannot be determined. There was no evidence of deviation by the customer in reprocessing of the device in accordance with the instructions for use (IFU) and there was no physical damage at the site of the foreign material. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.